Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "an ecri member has reported several instances at several locations of bd safetyglide 25 g x 1-inch needles being very difficult to push medication through. Lot 2025239 exhibited the problem, but other lots may be affected." Problem: 1. It may be very difficult to push medication through the above lot of bd safety glide 22 g needles. 2. The defective needles may cause patient and administrator discomfort. 3. The force required to administer the injection may cause medication leakage and patient injury. Bd safety glide 25 g x 1-inch needles : lot =2025239. 25 g x 1-inch safetyglide shielding hypodermic needles ref# (B)(4) lot = regn2117. Safetyguide shielding hypodermic needles ref# (B)(4) lot=1160596.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address is air force base, il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials#: 305916 batch#: 1160596. It was reported by the customer that very difficult to push medication through the above lot of bd safety glide 22 g needles. Verbatim: rcc received a complaint via email. Email(s) attached. Problem: 1. It may be very difficult to push medication through the above lot of bd safety glide 22 g needles. 2. The defective needles may cause patient and administrator discomfort. 3. The force required to administer the injection may cause medication leakage and patient injury. Bd safety glide 25 g x 1-inch needles : lot =2025239. 25 g x 1-inch safetyglide shielding hypodermic needles ref# 305916 lot = regn2117 safetyguide shielding hypodermic needles ref# 305900 lot=1160596.